Event description:
Related manufacturer report number: 3006705815-2022-00498. It was reported the patient may undergo surgical intervention due to lead migration.

Manufacturer narrative:
Date of event is estimated.

Event description:
As a result, the patient underwent surgical intervention during which the system was explanted and replaced,

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the migration was confirmed via x-rays. Effective therapy was established post-operatively.